Manufacturer narrative:
Insulin pump passed displacement test, self test, off no power test and all operating currents tested within the spec range. Insulin pump was monitored and tested with no blank display noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose was 111 mg/dl. The customer was assisted with troubleshooting. The customer stated that the battery was depleted and inserted a fresh battery and then pump did not come back on. The customer stated tried two batteries already. Customer states the contacts on the battery cap are not missing or damaged. Customer states battery compartment is neither damaged nor corroded. Customer states the spring is neither damaged nor corroded. Advise the customer to insert the new battery. Customer states the display did not return. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The devise will be returned for analysis.